Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following defibrillation threshold testing, the right ventricular (rv) lead was found to exhibit oversensing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.